Manufacturer narrative:
(B)(4).

Event description:
It was reporting that during use, outside the patient, the anthology broach handle was hit while the broach was not secure and now it does not accept any broaches. The procedure finished with the same device. No surgical delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows extensive nicks and scratches. A functional evaluation of the returned device confirmed the stated failure mode. The device was paired with a mating device and the device didn't function as intended. The locking mechanism of the device seized rendering it inoperable. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.